Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/07/2023. An investigation was conducted on 03/16/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the metal shaft of the device. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw due to normal clinical use. The gray silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot#: 3000281082 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported a vasoview hemopro vh-3500 used for an endoscopic vein harvesting procedure, the silicon tip insulation was coming off. It was noticed when opening the package. The device was used in the patient. Nothing fell in the patient. The jaws were closed. No resistance was noted. A new device was used. No additional incisions. No procedural delay. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported a vasoview hemopro vh-3500 used for an endoscopic vein harvesting procedure, the silicon tip insulation was coming off. It was noticed when opening the package. The device was used on the patient. The jaws were closed. No resistance was noted. A new device was used. No additional incisions. No procedural delay. No harm to the patient.